Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. Bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. Bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of premature battery depletion was confirmed. Sleep current was out of the expected range. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.